Event description:
It was reported that the patient experienced intermittent stimulation at the lead location (it was unknown when the intermittent stimulation started). X-rays and reprogramming were performed. It was unknown what the cause of the issue was or if the issue was resolved. As a result the leads were replaced on the day of the report. It was unknown how the patient was doing following surgery, if the intermittent stimulation resolved after the leads were replaced, or if they were receiving effective therapy. At the time of the report the patient was alive with no injury. The healthcare provider (hcp) noted they last saw the patient on (B)(6) 2015 and the physician only came to the office on wednesdays. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).